Event description:
The customer reported to olympus that the bowden cables need to be tightened on the evis exera iii duodenovideoscope. Upon inspection and testing of the returned device, it was observed that there was a foreign material on the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing and in process. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation and both the bending section cover (a-rubber) adhesive and the distal end of the device was found to have foreign material. The device was reprocessed prior to sending to olympus for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be prevented by handling the device in accordance with the following section of the instructions for use: -tjf-q190v operation manual chapter 3 preparation and inspection. -tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.